Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient came in for a follow up. It was noted that defibrillation testing was performed and was unsuccessful in the secondary vector. Undersensing was reported and external defibrillation was used to terminate the patients ventricular fibrillation. The device was then reprogrammed to the primary vector and ventricular fibrillation was successfully terminated. An inquiry regarding non conversion and undersensing was requested. Boston scientific technical services (ts) noted that the ventricular fibrillation undersensing was a result of a high degree of r wave variation. At this time the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional informiaotn this investigation will be updated.

Event description:
It was reported that the patient came in for a follow up. It was noted that defibrillation testing was performed and was unsuccessful in the secondary vector. Undersensing was reported and external defibrillation was used to terminate the patients ventricular fibrillation. The device was then reprogrammed to the primary vector and ventricular fibrillation was successfully terminated. An inquiry regarding non conversion and undersensing was requested. Boston scientific technical services (ts) noted that the ventricular fibrillation undersensing was a result of a high degree of r wave variation. At this time the device remains implanted. No additional adverse patient effects were reported.